Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/other') and back pain ('back pain') in an adult female patient who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst, seizures and skin biopsy. Previously administered products included for to prevent pregnancy: iud nos. Concurrent conditions included fever, hot flashes, sweating, chills, rib pain, colitis, colonic polyp, numbness of lower extremities, pleuritic pain, constipation, itching, nose bleeds, sinus pain, painful respiration, sputum, wheezing, heartburn, diarrhea, swallowing difficult, vomiting, rectal bleeding, change in bowel habits, fainting, memory loss, leg cramps, paratubal cyst and epidermoid cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain/abdominal side pain"), anxiety ("anxiety"), feeling cold ("freezing") and tremor ("shaking"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), vision blurred ("vision problems: blurry") and migraine ("migraines"). In (B)(6) 2018, the patient experienced memory impairment ("memory issues"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criterion hospitalization), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), feeling of body temperature change ("cold spells"), abdominal distension ("bloating") and allergy to metals ("nickel allergy"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, anxiety, feeling of body temperature change, abdominal distension, feeling cold and tremor had resolved, the hypersensitivity, psychological trauma, vision blurred, migraine and allergy to metals outcome was unknown and the headache and memory impairment was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling cold, feeling of body temperature change, headache, hypersensitivity, memory impairment, migraine, pelvic pain, psychological trauma, tremor and vision blurred to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, anxiety, cold spells, back/side pain (hospitalized), cramping and bloating. Discrepancy : date of insertion previously reported as (B)(6) 2010 now it is reported (B)(6) 2010. Insertion details: left-4 coils, right-1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified)- bilateral occlusion. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : back pain, pelvic pain, fatigue, abdominal pain, headaches, tremor, anxiety, nickel allergy. Lot number: 676712, manufacture date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of product technical complaint. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/other') and back pain ('back pain') in an adult female patient who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst, seizures and skin biopsy. Previously administered products included for to prevent pregnancy: iud nos. Concurrent conditions included fever, hot flashes, sweating, chills, rib pain, colitis, colonic polyp, numbness of lower extremities, pleuritic pain, constipation, itching, nose bleeds, sinus pain, painful respiration, sputum, wheezing, heartburn, diarrhea, swallowing difficult, vomiting, rectal bleeding, change in bowel habits, fainting, memory loss, leg cramps, paratubal cyst and epidermoid cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain/abdominal side pain"), anxiety ("anxiety"), feeling cold ("freezing") and tremor ("shaking"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), headache ("headaches"), vision blurred ("vision problems: blury") and migraine ("migraines"). In (B)(6) 2018, the patient experienced memory impairment ("memory issues"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criterion hospitalization), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), feeling of body temperature change ("cold spells"), abdominal distension ("bloating") and allergy to metals ("nickel allergy"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, anxiety, feeling of body temperature change, abdominal distension, feeling cold and tremor had resolved, the hypersensitivity, psychological trauma, vision blurred, migraine and allergy to metals outcome was unknown and the headache and memory impairment was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling cold, feeling of body temperature change, headache, hypersensitivity, memory impairment, migraine, pelvic pain, psychological trauma, tremor and vision blurred to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, anxiety, cold spells, back/side pain (hospitalized), cramping and bloating. Discrepancy : date of insertion previously reported as (B)(6) 2010 now it is reported (B)(6) 2010 insertion details: left-4 coils, right-1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified)- bilateral occlusion. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : back pain, pelvic pain, fatigue, abdominal pain, headaches, tremor, anxiety, nickel allergy. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs&mr received. Lot number was added. Updated events vision problems to blurry. New events freezing and shaking, migraines, nickel allergy, memory issues was added. Updated outcome of event headaches, fatigue from unknown to recovering / resolving. Lab data, concomitant conditions, concomitant drug, reporter information, patient demographics was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/other') and back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criterion hospitalization), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), fatigue ("fatigue"), headache ("headaches"), visual impairment ("vision problems"), anxiety ("anxiety"), feeling of body temperature change ("cold spells") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, dyspareunia, abdominal pain, anxiety, feeling of body temperature change and abdominal distension had resolved and the hypersensitivity, psychological trauma, fatigue, headache and visual impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling of body temperature change, headache, hypersensitivity, pelvic pain, psychological trauma and visual impairment to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, anxiety, cold spells, back/side pain (hospitalized), cramping and bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified)- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Product indication and essure implant date updated. Essure explant date added. Case became incident. Previously reported ¿injury to herself¿ was updated pelvic pain/other. Events added: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, hypersensitivity, psych injury, fatigue, headaches, vision problems, anxiety, cold spells, side pain and bloating. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.